Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7077814.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein both the leads were removed and were not returned. No device malfunction was suspected.